Event description:
It was reported the disposable caused the pump to alarm no disposable clamp tubing. No patient injury reported.

Manufacturer narrative:
No further information provided. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.